Manufacturer narrative:
H3: product analysis. Evaluation could not reproduce the reported malfunction of overheating. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-at10, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: date of event or estimated date of incident not provided to manufacturer. So notified date is considered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the motor and attachment was overheating. No patient impact reported.

Event description:
It was reported that the motor and attachment was overheating. No patient impact reported.

Manufacturer narrative:
H3: product analysis: pli 10 : evaluation could not reproduce the reported malfunction of overheating. H3: product analysis: pli 20 : evaluation could not reproduce the reported malfunction of overheating. Corrected information: h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date of incident or estimated date of incident was updated. H6 : patient code and health impact code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.